Event description:
The patient was implanted with a competitor's product on (B)(6) 2002 and years later with herniamesh t-sling and coloplast exair mesh on (B)(6) 2011. Later, the patient experienced urinary tract infections, dyspareunia, granulation tissue, elevated residual urine and probable hypersuspension of urethrovesical (uv) junction, urinary frequency, incomplete bladder emptying, vaginal pain, yeast infections and pain with heavy lifting. On (B)(6) 2011 patient underwent excision of 1 cm granulated tissue, wound closure, cystoscopy and bilateral retrograde pyelogram. On (B)(6) 2013 an excision of the t-sling for correction of elevated residual urine and probable hypersuspension of uv junction.